Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose level (bg) was 585mg/dl. Reportedly the customer administered a manual injection to address bg and continued to use manual injections for insulin therapy.